Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had lost power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the pump black box data indicated evidence of an unacknowledged eaw 144 replace cartridge alarm. An unacknowledged alarm can drain the battery when it occurs. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump and a power loss was not observed. The current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, the audio bolus button cover was torn. The pump casing was cracked.